Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Event description:
The customer reported to their baxter sales representative (bsr) that after spiking an IV bag with an interlink continu-flo 4-way stopcock extension set the solution would not flow. It is unknown where the solution stops flowing. The sets are used with lactated ringers. The condition occurred during priming. There was no patient injury or medical intervention necessary. No additional information is available. This is report 6 of 6 of the same reported problem from this facility.